Event description:
During an fes procedure, a karl storz punch forceps was allegedly used. After the doctor clamped on the punch, he noted that something did not feel right and removed the instrument to inspect it. He then noted that the distal tip was missing. After completing the procedure, the doctor looked for the piece but could not find it. An x-ray was taken and the piece was located in the pt's stomach. Pt felt fine and was sent home.